Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. No intervention was performed. There were no patient consequences.